Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed error test and self test. The insulin pump had multiple a47 alarms in alarm history screen due to corrupted history file. The insulin pump had cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump could not upload carelink. In the alarm history an external ram crc error alarm, an unexpected restart alarm, and a displayable history crc check failed on startup alarm were found. The customer's blood glucose level was not reported. He was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.